Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd integra¿ 3 ml syringe with detachable needle experienced the needle and syringe separating/spinning out during use. The following information was provided by the initial reporter: consumer reported found 1 syringe needle hub came away from syringe during injection with b12. Needle hub stayed in her leg that she was able to remove on her own. Completed injection with this syringe. Some medication came out on her leg lot #: 9142818 catalog#: 305269 date of event: unknown.

Event description:
It was reported that the bd integra¿ 3 ml syringe with detachable needle experienced the needle and syringe separating/spinning out during use. The following information was provided by the initial reporter: consumer reported found 1 syringe needle hub came away from syringe during injection with b12. Needle hub stayed in her leg that she was able to remove on her own. Completed injection with this syringe. Some medication came out on her leg. Lot #: 9142818. Catalog#: 305269. Date of event: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, d.10 returned to manufacturer on: 2020-09-18. H.6. Investigation summary: one potentially used integra syringe, wrapped in an opened blister package from batch #9142818 (p/n 305269), was received. The sample was visually evaluated. The stopper was observed to be at the bottom out position while the plunger thumb rest was above the barrel shroud. The needle was found to not have been retracted yet. No visual defects were observed. The hub was found to be loosely attached to the barrel ¿ it was loose by a full one third of a turn. The plunger was pressed on to activate retraction mechanism. The two clicks were felt and heard and the cannula successfully retracted as designed with no issues observed. No defects were found in the returned sample. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.